Event description:
Patient has been having some voice alteration that is not related to vns stimulation. Patient's voice is still very hoarse and patient is going to be getting some additional therapy to help with rehabbing his voice. Patient's settings were programmed on two weeks after vns implant. The patient reported vocal cord changes that started right after vns surgery in (B)(6) 2017. His voice is raspy all of the time, not just during stimulation. The patient underwent vocal cord therapy and did not help. The neurologist suggested that he consult with the implanting surgeon on a possible revision of the lead. The device diagnostics were performed and all in normal limits. The surgeon reported that left vocal cord paralysis was noted by laryngoscopy. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Patient underwent lead revision surgery due to vocal cord paralysis. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.